Event description:
It was reported that a user removed the ilet infusion set to shower, forgot to reconnect before sleep, awoke with high blood glucose, and initially did not see improvement after resuming insulin; after performing an infusion set and cartridge change and reconnecting, glucose returned to range. Symptoms included hyperglycemia with reported glucose values of approximately 520 to 540 mg/dl. Outcomes included resolution of elevated glucose after troubleshooting and supply change, with no hospitalization reported. Investigation included customer-guided troubleshooting and education focusing on infusion set management and supply replacement. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection and subsequent correction after infusion set and cartridge replacement, consistent with high glucose from interrupted or inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and handling.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.